Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with the helix retracted and clogged with dry body fluid. Visual and x-ray examinations noted the inner coil being over-torqued in the connector region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted normally. The full helix extension length was measured within specification. Visual examination did not find any anomalies on the lead body except procedural damage. Electrical tests did not find discontinuities or shorts on any conduction paths. High potential tests passed between conductors. The reported events of lead dislodgement, loss of capture, and loss of sensing were not confirmed.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During follow-up, loss of capture and loss of sensing were observed on the right ventricular lead due to lead dislodgement. The lead was explanted and replaced to resolve the event and the patient was in stable condition.